Manufacturer narrative:
Product event summary - the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the left ventricular lead in the lv4-rv coil vector on two occasions on the same day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that a subsequent x-ray showed that the left ventricular lead wasn't inserted all the way into the device which triggered the high impedance alert. A revision was done to reconnect the lead and the device and lead remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.